Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The patient underwent mesh implantation on (B)(6) 2006 due to pelvic organ prolapse and stress urinary incontinence. It was reported that she underwent mesh implantation, and revision/removal on (B)(6) 2011 due to stress urinary incontinence.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.this is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-01373. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted. It was reported that following insertion the patient experienced pelvic pain and dyspareunia. No additional information was provided.

Event description:
It was reported that the patient underwent surgical procedures on (B)(6) 2006 and (B)(6) 2011 and mesh and (bs) lynx sling were implanted. The dates were not clarified. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.